Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Entire bristle area came out of brush head [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the entire bristle are came out of an oral-b sensitive brush head. This happened after a couple of days of use with two out of three brush heads used. No symptoms developed.